Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was verified and duplicated through review of software logs and device testing. Stryker cleared certificates in the device software which resolved the boot issue. The issue was caused by an interruption of the software upgrade - the lid was opened prior to completion. Stryker archived this device and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not complete the boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete the boot up cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.